Event description:
Customer reported a distorted display screen. Customer stated he had brushed up against a pile of wood, scratching the display. Customer's blood glucose was unknown. The customer stated he could not see his display screen clearly. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with severe scratches on display window, cracked case on display window corners and cracked reservoir tube lip.